Event description:
This is connected to a dexcom receiver, brand 7 as dexcom registers them. The serial number is (B)(6). This is a sensor which receives a signal for a sensor, which is embedded into my body, and indicates to me my blood sugar. I have type 1 diabetes, which I have had since 1981. On the night of july 29 to july 30 (last night) I went to sleep normally. Normally, this sensor, as I have set is, should put out a beeping warning sound once when my sugar goes to or below 80mg glucose/dl of blood, and a second urgent signal if it goes below 55mg/dl. Although the warning which for me was set at 80mg/dl can be changed, the one for 55mg/dl cannot be changed, nor can it be changed to a sound which will not wake up the diabetic if the diabetic is asleep. At approximately 2am on july 30, I woke up, and immediately felt that my sugar was very low. I looked at my sensor, but it simply showed my sugar as 48mg/dl, below the alarm level, but at no point did the sound alarm make a sound. As I was concerned that maybe I did not hear it, before taking sugar I waited for the device to show a new level (it reads my sugar every 5 minutes) but even after the next reading, no sound came out of the device. I telephoned dexcom, who then told me that the reader (as they call the device which shows me my sugar level) was in a batch (which they get from the serial number) was known to have faults, but although I have registered that device with the dexcom website and so they have email communication with me, they failed to tell me that I was using a device which may have faults. As a result, I would like you to look into whether not informing owners of medical devices that their device may be faulty violates any law. Sincerely, (B)(6).